Event description:
It was reported that the review of recorded non-sustained oversensing episodes revealed that the right ventricular lead exhibited intermittent capture. On (B)(6) 2017, the asymptomatic patient presented in clinic for follow-up; review of the patient revealed that the right atrial lead had dislodged. The right ventricular lead was reprogrammed. No capture issues were noted in clinic. On (B)(6) 2017, the patient presented in the emergency after receiving a patient notifier and out of range pacing impedance was observed on the right atrial lead. A chest x-ray revealed that both the right ventricular and atrial lead had dislodged due to patient twiddling. On (B)(6) 2017, the leads were explanted and replaced. Patient was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.